Event description:
Original failure revision on 16 days after implant; right posterior lumbar interbody fusion synthetic device and instrumentation revision on right l5-s1. Second revision/explantation performed one month after implantation.